Event description:
It was reported that the implanted device was unable to automatically measure pacing thresholds on the lv lead for the last 7 days. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.